Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer does not have any symptoms of high blood glucose levels, but is feeling a bit hyper. Customer stated that he changed the settings on wednesday. Customer treated with the pump and was advised to disconnect from the pump. The settings were reviewed and pump was programmed correctly. Customer did not want to change the set again since he just changed it this morning. Customer ran a self test and the pump passed. Customer was advised that the pump was working as designed. No additional information provided.